Event description:
It was reported that patient has had problems since 2 days post-op with retention issues and has been catheterized numerous times. The patient further reported that she is now completely incontinent and indicated that the incontinence is worse than prior to the implant. The patient also noted that she had over active bladder issues pre and post sling implant. No further patient complications were reported in relation to this event.